Event description:
Philips received a complaint by the customer on the v60 indicating that the unit displayed a 'proximal pressure line disconnect alarm' (1202). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the alarm. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pi). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. Customer complaint could not be duplicated at the pil. With the temporary install of the suspect flow sensor assembly into the pil stb the pil tech verified that the flow sensor assembly operates without issue or error code.